Manufacturer narrative:
Block h6: imdrf device code a20503 captures the reportable event of packaging seal compromised.

Event description:
It was reported that the chinese label was damaged. It was noted that the device sterility was compromised. There was no patient involved.